Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has an error 5/35 and bad buzzer." Upon triage, a service technician found the unit had no audible alarm. The unit was sent to failure investigation and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing the unit has a bad buzzer. No patient was involved. Upon triage on (B)(6) 2018 the service tech found that when turning on, the unit had no audible alarm.